Event description:
It was reported that the power pole was not rising with weight on it. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2009. Investigation result does not implicate a service process. The device was received for evaluation; in good condition. Device was manufactured in 2009. Powered on the device and activated actuator pole it started to spin and was noisy. This confirmed the reported issue. The root cause of the issue was deemed to be normal wear and tear. Action(s) taken to mitigate the reported issue(s): replaced actuator pole, drain valve and float switch; installed disposables and tempcheck test fixture; powered on the device and performed 30 minute heat check and measured temperature within tolerance; checked all disposables/ tubes alarms. Device passed all functional and electrical tests.